Event description:
A distributor reported that a pump failed to detect the cartridge, resulting in repeated cartridge alarm alerts. There was no reported impact to the customer's blood glucose level. The pump was recognized by the computer upon testing, but the issue persisted with different cartridges. Consequently, the pump is expected to be returned for further inspection, and a replacement pump has been arranged with a new serial number provided.